Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to low blood glucose. Customer states that her family called the ambulance, even tough she did not want them to. Customer's blood glucose level was around 52 mg/dl. Customer states that they were sent home right away from the hospital. Customer states that the issues were related to carb ratio settings. Furthermore, customer states that the insulin pump had nothing to with it. Nothing further reported.